Event description:
It was reported that neutraclear with protection cap had connection issues. This occurred on 2 occasions. The following information was provided by the initial reporter: hr has a pick line. After the chemotherapy was done I wanted to disconnect hr. When flushing the lumen, the orange rubber in the connector did not spring back = open connection, this was the case with both connectors.

Manufacturer narrative:
H6: investigation summary two el201 samples from lot 19l17-t were received without packaging for investigation of (B)(4); residual fluid and blood was visible on the devices. The neutraclear pistons were noted to be in the closed position following a visual inspection of each valve. Functional testing was performed on both samples and no occlusion or recessed neutraclear pistons were observed. Additionally the valves were disassembled to observe for any damage which may have contributed to the recessed piston; no damage was observed to either valve which may have contributed to the customer's experience. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records for lot 19l17-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the el201 product in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 19l17-t. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that neutraclear with protection cap had connection issues. This occurred on 2 occasions. The following information was provided by the initial reporter: hr has a pick line. After the chemotherapy was done I wanted to disconnect hr. When flushing the lumen, the orange rubber in the connector did not spring back = open connection, this was the case with both connectors.